Manufacturer narrative:
Unable to perform the displacement test, active current test, sleep current test and self-test due to unresponsive down key. Successfully downloaded history files and traces using thump before keypad anomaly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Power loss alarm occurred on 06/05/2024 01:45 in history file and was expected. Pump error 68 occurred on 06/05/2024 00:49 --01:44 in history file. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, scratched case, pillowing keypad overlay, corroded keypad trace. Unable to confirm blank display and pump error 68 due to unresponsive keypad. Keypad unresponsive is confirmed due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 68, keypad/button unresponsive/button error, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported receiving a pump error. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.